Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to customer¿s blood glucose level. The customer declined follow up contact from tandem technical support.